Manufacturer narrative:
Product analysis: the product was discarded and will not be returned for analysis, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that eighty-four days following the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was noted with declining heart function. It was reported that there was an area of loose calcium present just below the valve on the anterior leaflet of the mitral valve. Subsequently, the valve was removed and a bioprosthetic valve was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.